Event description:
During at left thoracoscopy for pulmonary biopsy procedure, during 8th firing, the blade got out of its regular channel. The instrument's firing sequence was blocked. The surgeon tried to continue firing and broke the dark gray handle. The result obtained was a group of unformed staples. The procedure was completed with another device. There was no patient consequence.